Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection of device cartridge replaced. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this report it has been reported that a x-smart plus won't hold files. Any injury is unknown at this time.

Event description:
Additional information was received indicating that no injury resulted.